Manufacturer narrative:
The pump was tested by manufacturer and operated within specifications. The operation history log was also downloaded and reviewed. The history long shows that an infusion was delivered in standard mode at a rate of 8.0ml/hr with a volume to be delivered of 927.7ml. The rate was then changed few times by the titration mode. The oplog indicates that the device did not malfunction but performed as it was programmed. The rate was changed and then the run key was pressed to confirm.

Event description:
Reportedly, the device came to biomed from an unknown location with a note attached reading "changes rates on its own." There was no patient injury.